Event description:
It was reported that during a fistula treatment procedure, partial blade detachment occurred. Brachial access was obtained. The 95% stenosed target lesion was located in a fistula in an unspecified non-tortuous and non-calcified vessel. A 6fr non-bsc sheath was inserted in the patient and a v-18 control wire was used. A 5.00mm/2.0cm/50cm peripheral cutting balloon had been selected and advanced to treat the target lesion. During withdrawal, resistance was encountered in the sheath. Upon removal from the patient it was noted that one of the blades was partially detached from the balloon. The procedure was completed successfully with this device. No patient complications were reported and the patient¿s status is ok.

Event description:
It was reported that during a fistula treatment procedure, partial blade detachment occurred. Brachial access was obtained. The 95% stenosed target lesion was located in a fistula in an unspecified non-tortuous and non-calcified vessel. A 6fr non-bsc sheath was inserted in the patient and a v-18 control wire was used. A 5.00mm/2.0cm/50cm peripheral cutting balloon had been selected and advanced to treat the target lesion. During withdrawal, resistance was encountered in the sheath. Upon removal from the patient it was noted that one of the blades was partially detached from the balloon. The procedure was completed successfully with this device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination confirmed that 8mm of one blade and pad had lifted from the proximal balloon body. The returned device was connected to an encore inflation unit and positive pressure was applied. No leak was noted. The balloon was inflated to its rated burst pressure of 12 atm. The balloon inflated and deflated successfully. A microscopic examination observed no damage to the remaining blades. All remaining blades were present and fully bonded to the balloon surface. There were no issues with the tip. No kinks or damage were noted along the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as performance was limited due to anatomical procedural factors. (B)(4).